Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl during the night. Reportedly, the customer thought that the basal rate settings during the nighttime were too high and needed to be adjusted. To treat the low bg level, the customer consumed soda. Recommendation was made to consult with health care provider regarding diabetes management.